Event description:
The tandem cuff ams 800 artificial urethral sphincter that was inserted (B)(6) 2010 had to be replaced on (B)(6) 2012 because it was found to be exposed within the bladder itself and a nonfunctioning artificial urinary sphincter.